Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm. The motor passed the motor test. The unit also passed the rewind, basic occlusion and displacement test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer called stating that she is trying to set up a new infusion set, but every time she rewinds her insulin pump it alarms motor error. Customer's blood glucose level is 106 mg/dl. The motor error occurred during manual prime. There were no significant events leading up to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. She cannot rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.